Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high out of range (oor) pace impedance measurements greater than 2000 ohms and high pacing thresholds. Subsequent information from the boston scientific representative indicates the cause of the oor impedance was indeterminate. The high impedance values were observed during multiple device-based testing checks. The lead and device header connections were also checked, and no issues were found. There were no additional adverse patient effects.